Event description:
In 2009, the patient reported that while on a bike ride, he noticed the display of his infusion device was broken. He noticed this when he attempted to bolus through his clothing and did not feel a vibration or hear a beep. When he removed the infusion device there was "an artistic loop on the screen that looks like 2 streaks coming down." He stated that the normal screen was not displayed and the infusion device was not functioning. The patient removed the battery and he stated that the display remained the same. He stated that the infusion device was not dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.